Manufacturer narrative:
This supplemental report is being submitted to inform correction to section b in the previous initial MDR report submitted under report no. 9610595-2025-33016-00. Upon review of complaint record, in section b5 field , this statement "this inquiry has been cloned once to document 1 product complaint, as mentioned within the event description. This inquiry captures product bf-p290, see inq-675796 for product cv-290" was inadvertently noted. Please refer to the updated section b5 (describe event or problem) for the updated information.

Event description:
It was reported that the bronchovideoscope image was not displayed. The issue was found during set up, inspection for use. There was no harm or injury reported due to the event.

Event description:
It was reported that during set up / inspection for use, the subject flex video scope device image was not displayed. There was no harm or injury reported. This inquiry has been cloned once to document 1 product complaint, as mentioned within the event description. This inquiry captures product bf-p290, see (B)(4) for product cv-290.

Manufacturer narrative:
E1 - complete initial reporter establishment name is: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: corrosion on the s-connector; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.